Manufacturer narrative:
Low voltage electrical component failure.

Event description:
Customer contacted ameda, inc. On 08/12/2019 to report her finesse breast pump she used on (B)(6) 2019 emitted an electrical burning odor when powered on with the ac adapter. She unplugged the ac adapter from the pump base and waited to try it again later in the day. Customer attempted to use the pump hours later, smelled the same odor and noted a small wisp of white smoke exit from the ac adapter port on the side of the pump base. She states no injury or burn occurred in this event. Customer was overnight shipped a replacement finesse pump base and ac adapter.